Manufacturer narrative:
E1: facility name (B)(6). Address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The investigation determined that the device motor has more than 12 million revolutions and the primary problem was with a defective motor. The motor was replaced.

Event description:
It was reported that there is an issue with the motor of the pump. The issue was found during device control. There was no patient involvement.